Event description:
It was reported that the patient was recently hospitalized after a 2 minute seizure that autostim/magnet did not resolve. Patient stated she has been experiencing longer seizures than her baseline. No additional relevant information has been received to date.